Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced an inability to deliver medication during use. The following information was provided by the initial reporter: reporter stated they had issue with syringe not working.

Manufacturer narrative:
Investigation: unconfirmed, no sample received. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
PMA/510(k): k011369, k060743, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced an inability to deliver medication during use. The following information was provided by the initial reporter: reporter stated they had issue with syringe not working.